Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded toric intraocular lens (iol), the postoperative refraction shifted approximately -1.5 d toward near vision compared to the intended target refraction. The iol was repositioned to correct the astigmatic axis in an effort to improve visual acuity. Even after approximately one month, the vision did not return to the intended outcome, and the patient complained of dissatisfaction with uncorrected distance vision. As a result, the iol was explanted and replaced. No preoperative examination findings were identified that would suggest a cause for the refractive shift. No further information was provided.